Manufacturer narrative:
One sample was provided for investigation. The customer's thyroid values were reproduced. Ft3 results generated with different test generation showed differences. A prewash effect could also be seen clearly. Interference analysis - streptavidin agent (sa) component the samples were measured with a-tg (old test generation) and a-tg (biotin update / new test generation) on cobas e411 to check if interfering factor against sa could be present. Slightly decreasing a-tg concentration value generated with new test generation could be observed compared to old reagent. Interference - ft3-idiotype interference analysis was carried out also with ft3 on cobas e411 to check if interfering factor against assay antibody/ idiotype could be present in this sample. Within this interference analysis no interfering factor against idiotype / antibody assay on ft3 could be identified as no typical decrease between concentration values using sales lot and using r&d research kits could be seen. The investigation determined that an interfering factor against sa including prewash effect could be identified in this investigated sample because changing concentration values were observed with a-tg and also with ft3 different assay versions. The rarely occurring event of the detected interfering factor is covered by a disclaimer in the section limitation - interference in the method sheets of all applicable products: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. A product problem could not be found. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh, ft3 iii (ft3) and ft3 iii v2 (ft3 v2) assays on cobas 8000 e801 module compared to an abbott architect analyzer. This medwatch will apply to the ft3 v2 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh v2 assay and to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. On (B)(6) 2023 the sample was initially tested on the customer's e801 analyzer and the results were: tsh v2: 4.94 iu/ml; ft3 iii v2: pg/ml. On (B)(6) 2023 the sample was tested on a 2nd e801 analyzer and the results were: tsh v2: 5.39 iu/ml; ft3iii: 5.23 pg/ml; ft3iii v2: 4 pg/ml. On (B)(6) 2023 the sample was also repeated on an abbott architect analyzer and the results was: tsh: 3.524 iu/ml; ft3: 2.50 pg/ml. On (B)(6) 2023 the sample was also repeated on a fujirebio lumioulse analyzer and the result was: tsh: 5.47 iu/ml. The serial number of the cobas e801 analyzer was (B)(4). The ft3 reagent lot number was 583301 with an expiration date of 28-feb-2023. The tsh v2 reagent lot number was 653314 with an expiration date of 31-dec-2023.

Manufacturer narrative:
The investigation is ongoing.